Manufacturer narrative:
The vessel sealer extend has not been returned to isi for failure analysis evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the accessory is returned (post engineering evaluation) or if additional information is received. Verification of the product and event details via system logs cannot be performed at this time because there is insufficient product and event date information. A review of the site's complaint history is not possible as the site is unknown. No image or video was provided for review. Based on the information provided at this time, this complaint is a reportable event due to the following conclusion: unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur and it is unknown if all fragment(s) that fell inside the patient were retrieved. While there was no allegation of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
On 13-nov-2020, intuitive surgical, inc. (Isi) received mw5097463 stating: "while the resident was preparing to close the patient, one of the surgical instruments used during the procedure was being removed from the abdomen and a piece of the instrument chipped off inside of the patient. The surgical team was able to robotically remove a large portion of the chipped piece and an x-ray was performed. The x-ray did not show any retained pieces, the surgeon could not verify that all pieces were in fact removed. FDA safety report ID# (B)(4)." Isi was unable to follow-up with the customer to obtain additional information as no customer identifiers were included on the form.